Event description:
During an initial implant of an implantable cardiac monitor (icm) on (B)(6) 2025, it was reported that the icm could not be interrogated via bluetooth (ble) telemetry. The icm was not used and a new icm was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of no ble telemetry was not confirmed. Failure event observed during analysis. The device was able to connect to ble telemetry. Device was in reset mode upon receipt with error code indicating excessive current detected. Analysis of device image indicated device had high current. After cutting open and connecting the device to a power source, high drain current was observed from the hybrid consistent with an anomalous integrated circuit (ic) anomaly.